Event description:
Patient presented to the ER after experiencing an ICD shock. Personnel were unable to interrogate the device so the patient was taken to the cath lab and the device was found to have a dead battery. The device was explanted and a new ICD implanted.